Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2020 during which the surgeon noted he performed extensive lysis of adhesions using cautery and sharp scissor dissection to reduce the omentum out of the hernia defects as well as off the previously placed mesh that was warranted along the midline. It was reported that the patient experienced severe pain, dense adhesions, bulging, loss of appetite, stress and anxiety. No additional information was provided.